Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead adaptor was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 0041 lead, 4312 lead, 0040 lead, 4312 lead. (B)(4).

Event description:
The lead adaptor was returned to the manufacturer after being explanted due to unknown reasons. The adaptor subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.